Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f ,the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse states they're trying to warm patient, and the arctic sun device keeps alerting 02 low flow. Water flow rate (wfr) was 0 l/m. 2 small universal pads in use. Patient was 10 kilos. Hypothermia rewarm from 32.1c at 0.24c/hr to 36.5c. Walked through stop therapy, empty and disconnect pads. Restarted therapy and water flow rate (wfr) primed to 0 l/m. Alerted 02 low flow. System diagnostics: outlet monitor temperature (t1) was 20c, outlet control temperature (t2) was 20c, inlet temperature (t3) was 20c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1593, pump hours were 1151. Stopped therapy, emptied pads and disconnected. Placed device in mc at 35c. System diagnostics: outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 18c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61%, mixing pump command (mpc) was 0, heater command (hc) was 0. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 & 02. Sn (B)(6) swapped out, walked through set up and restarted therapy. Water flow rate (wfr) was stabilized at 2.7 l/m. Advised to call back with any alerts or questions.

Event description:
It was reported that the nurse states they're trying to warm patient, and the arctic sun device keeps alerting 02 low flow. Water flow rate (wfr) was 0 l per m. 2 small universal pads in use. Patient was 10 kilos. Hypothermia rewarm from 32.1c at 0.24c per hour to 36.5c. Walked through stop therapy, empty and disconnect pads. Restarted therapy and water flow rate (wfr) primed to 0 l/m. Alerted 02 low flow. System diagnostics: outlet monitor temperature (t1) was 20c, outlet control temperature (t2) was 20c, inlet temperature (t3) was 20c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1593, pump hours were 1151. Stopped therapy, emptied pads and disconnected. Placed device in mc at 35c. System diagnostics: outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 18c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61 percent, mixing pump command (mpc) was 0, heater command (hc) was 0. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 & 02. Sn dyjval017 swapped out, walked through set up and restarted therapy. Water flow rate (wfr) was stabilized at 2.7 l per m. Advised to call back with any alerts or questions.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Water flow rate (wfr) was 0 l/m. 2 small universal pads in use. Patient was 10 kilos. Hypothermia rewarm from 32.1c at 0.24c per hour to 36.5c. Walked through stop therapy, empty and disconnect pads. Restarted therapy and water flow rate (wfr) primed to 0 l per m. Alerted 02 low flow. System diagnostics: outlet monitor temperature (t1) was 20c, outlet control temperature (t2) was 20c, inlet temperature (t3) was 20c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1593, pump hours were 1151. Stopped therapy, emptied pads and disconnected. Placed device in mc at 35c. System diagnostics: outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 18c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61 percent, mixing pump command (mpc) was 0, heater command (hc) was 0. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 & 02. Sn dyjval017 swapped out, walked through set up and restarted therapy. Water flow rate (wfr) was stabilized at 2.7 l per m. Advised to call back with any alerts or questions. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.